Manufacturer narrative:
The site declined to provide patient information, referencing japan national privacy laws. A medtronic representative, following-up at the site, reported that in the procedure, the point registration for c2 moved to c3 when doctor pointed 6th. There were no issues with the instruments used in this procedure. No parts have been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system 'was slipping off the site' of the c2 vertebrae. No further details were provided. The surgeon opted to discontinue the use of the navigation system to complete the procedure. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. The reported behavior occurred during a surface merge registration. It is suspected that points chosen during surface merge were too close together causing the surface merge algorithm to not have a a large enough sample of the anatomy's contours causing the sampled points to jump.